Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of kinks in both power cables, a cut in the black power cable that revealed inner wiring, and damage to the orange, blue, brown, yellow, and red/white wires in the white cable. The reported events of an intermittent flagless alarm (an alarm occurring without any active alarm conditions) and a backup battery fault alarm were both confirmed. The provided event log file and the event log file extracted from the controller during testing collectively contained data spanning approximately 2 days (01jan2023 ¿ 03jan2023 per timestamp). However, no atypical events were observed. The provided and extracted periodic log files were also reviewed. The periodic data recorded events at approximately ~1 hour intervals. A backup battery fault alarm was observed on timestamps recorded from 31dec2022 at 03:04 ¿ 31dec2022 at 15:03. The alarm correlated to a load test failure condition. Due to the nature of the periodic data, the onset of the alarm was not observed; as a result, the loaded and unloaded voltages correlating to the alarm were unable to be determined. The alarm resolved sometime after 15:03 on 31dec2022 and did not reoccur throughout the remainder of the data. The returned system controller (serial number (B)(6) was functionally tested and was found to operate a mock loop as intended. However, a kink was observed on the white power cable upon arrival, and a flagless alarm was intermittently reproduced upon manipulating the cable near its kink. The cable was opened, and the cable¿s inner yellow wire was observed to be damaged. The yellow wire is the ¿alarm out¿ wire, and damage to this wire would cause the controller to alarm with a constant flagless alarm when the conductor shorts to ground on wall power. The root cause of the reported flagless alarm was determined to be damage to the white cable¿s inner yellow wire; however, the root cause of the cable damage was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarm was also unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with power cable disconnect and backup battery fault conditions. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient's controller was making intermittent audio tones while on the hospital's ac power module and on the patient's mobile power unit (mpu). It was determined that the white power cord was the source of the noise and that the noise only occurred on wall power. The system controller was exchanged and the audio tone was resolved. The patient was stable and was sent home from the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number and UDI): correction. No further information was provided. The manufacturer is closing the file on this event.